Manufacturer narrative:
The available information from the customer does not indicate as to which patient expired nor does it state which tracheostomy tubes are related to which patient. It was reported that the leak or tear were new issues that occurred as both patients had been at the hospice facility for several months with no issues. The following five complaints have been submitted and are all related. 3012307300-2020-02139-0067798. 3012307300-2020-02140-0067800. 3012307300-2020-02141-0067801. 3012307300-2020-02142-0067802. 3012307300-2020-02143-0067803.

Event description:
Information was received on two separate patients, indicating that 24-48 hours following placement of a smiths medical portex bivona tracheostomy tube, was found to be compromised. It was reported that trach was changed out until the issue was resolved. Both patients were noted to be ventilator dependent, on hospice and receiving high pressures from the ventilator. Unfortunately, one patient later expired. It was reported that the patient death was not related to the trach tube. Patient one: received two trach tube change outs 24-48 hours following placement with a cuff tear of pin-hole cuff leak noted. Patient two: received three trach tube change outs 24-48 hours following placement with a cuff tear of pin-hole cuff leak noted.